Event description:
A report received from the patient's spouse indicated that the patient had one cypher 3.5 x 23 mm stent and two unknown other stents implanted during the index procedure. The patient was hospitalized approx one year later with a bleeding ulcer. During the hospitalization, the patient suffered a myocardial infarction. The patient was treated by implantation of three additional stents. One unknown stent and two additional cypher stents were implanted: a 3.5 x 13 mm and a 3.5 x 23 mm stent. The events were reported to have resolved and the patient was discharged. Subsequently, the patient has been experiencing hypertension and dyspnea and is being treated medically. No additional info was provided regarding the lesions treated. Attempts to obtain additional info have been unsuccessful.

Manufacturer narrative:
The product is not available for evaluation and testing. A report received from the patient's spouse through the medical affairs department indicated that approximately one-year after implantation of a cypher 3.5 x 23 mm stent and two additional unknown stents, the patient was admitted with nausea and tarry stools. The patient was diagnosed with a gi bleed and received treatment including blood transfusions and medication. During the hospitalization, the patient suffered a myocardial infarction. The patient had three additional stents implanted: one unknown stent and two additional cypher stents implanted during the admission. The patient recovered and was discharged. The patient is a male. The patient's medical history includes: previous percutaneous coronary intervention (pci/1984, 1993), back surgery (1988, 1999), and prostate cancer (1993). The patient's age and medical history puts him at increased risk for mace. The patient's current medical regimen includes: atenolol, paroxetine, vicodan, and aspirin. It is not known if the patient was on antiplatelet therapy after the index procedure at the date of admission for the gi bleed. The patient is currently being treated for symptoms of hypertension and dyspnea by his physician. There is no additional info regarding the index procedure available. The device remains implanted in the pt and is not available for inspection. Mfg record (DHR) review was conducted and the product met quality requirements for product acceptance. Myocardial infarction is a known complication of coronary stenting. Based on the minimal info provided, it is not possible to draw a conclusion about a relationship between the device and the event. Please note that this is the initial/final report for this product.